Manufacturer narrative:
(B)(4). Radiographic review shows the cage to be undersized and not inserted far enough into the disc space. Subsidence of the disc space put pressure onto the anchor plate to fracture the cage, and migration resulted.

Event description:
Revision surgery due to implant migration.